Event description:
It was reported that the tip of the offset insert handle got cold welded to the cup. Took the cup out by rocking and placed another cup in without the insert handle.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot visual inspection the device was returned with the bolt subcomponent attached to the associated acetabular shell. The handle showed signs of significant but normal use with scratches and dents to the body of the device. The bolt subcomponent showed damage to the lead thread and discoloration consistent with cold welding on the surface where the threads meet the top of the bolt body. The damage to the bolt are indicative of overtightening and misuse. Dimensional inspection: not performed as there is no indication of a dimensional discrepancy as once the bolt was removed from the shell, no functional issues were observed. Functional inspection the returned the bolt subcomponent could not be easily removed from the associated acetabular shell. A standard adjustable wrench was used to remove the bolt subcomponent from the shell. Once removed, the bolt subcomponent could be easily assembled and disassembled from the acetabular shell. The investigation determined the likely root cause of the event to be user misuse. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the tip of the offset insert handle got cold welded to the cup. Took the cup out by rocking and placed another cup in without the insert handle.